Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that no picture is temporarily displayed due to a charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that at the start of a therapeutic procedure for a holmium laser enucleation of the prostate (holep) the hd camera head did not show an image. There was a five-minute delay to get a new camera to finish the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely caused by a faulty charge coupled device, cause loss of image. Additionally, cracks on the electrical connector were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.